Manufacturer narrative:
H3, h6: the navio bone pin, part rob00031 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified one prior event. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the navio bone pin bent when driving into the bone. The procedure was continued with the same device. No other complications were reported.